Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows fracture at the cutting blade. Dimensional analysis of hardness performed shows the product is conforming. Sem analysis report findings: fracture due to bending overload. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that the images are likely taken after revision of the arthroplasty. Possible subtle non-displaced fracture lucencies are seen within the lateral femoral condyle anterior and lateral cortices. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during milling on the patient femur. The patient had a femoral condylar fracture, which was fixated with three small fragment screws. The surgeon assumes that device can still be used in future. The patient was in hospital for six weeks.